Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient came in for a backup battery fault on (B)(6) 2024 morning. System controller was exchanged since a new emergency backup battery (ebb) was put in on (B)(6) 2024 due to backup battery fault alarm. Log file captured backup battery faults on (B)(6) 2024 due to the ebb failing the load test.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed during review of the submitted and downloaded log files from the heartmate 3 system controller (serial number: (B)(6)). The log files collectively contained approximately 6 days of relevant information (30may2024 to 06jun2024 per timestamp). At 5:56:11 on 06jun2024, a backup battery fault alarm activated due to the battery not passing the load test. At the time of the alarm¿s activation, the difference between the unloaded and loaded voltages of the battery was measured to be greater than the designed threshold. The observed alarm did not impact the ability of the controller to operate the pump at the intended speed. The backup battery fault alarm remained active until the controller was exchanged and shut down later that day . The returned heartmate 3 system controller passed all functional testing procedures and successfully operated in a mock circulatory loop for an extended period of time without any issues. Throughout testing procedures, the battery passed multiple load tests and atypical alarms were not able to be reproduced. The root cause of the backup battery fault alarm was determined to be the battery not passing the load test; however, the reason for the load test not passing could not be conclusively determined through this analysis. A corrective and preventative action has been initiated to investigate backup battery faults with an unknown root cause. The device history records were reviewed, and the records revealed the heartmate 3 system controller (serial number: (B)(6)) was manufactured in accordance with manufacturing and quality assurance specifications. Initial inspection data was reviewed for the returned battery (B)(6), and it was found that the battery passed. The heartmate 3 instructions for use (IFU) (rev. C, section 2 ¿system operations¿) states that it may be necessary to install a replacement backup battery if the current one expires, or if prompted by a backup battery fault alarm. This section also describes how to properly exchange the running system controller. The heartmate 3 patient handbook (rev d - section 5 ¿alarms and troubleshooting¿) covers all alarms (visual and audible), including those associated with backup battery fault conditions, and the actions to take if the alarm cannot be resolved. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.